Event description:
The patient experienced a surging sensation (B)(6) prior and at that time she turned the ins off. There was no known related accident or incident. It was noted that the patient had a fall in (B)(6) but did not correlate the fall with any stimulation problems. The patient met with a manufacturer representative for impedance testing and the device was on at the time of the meeting. Impedance values when tested at 3.0v and 450mcs were as follows: c-0=4000, c-1=3337, c-2=431, c-3=3337, 0-1=3337, 0-2=4000, 0-3=4000,1-2=???, 1-3=4000, 2-3=2450 ohms. The outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).